Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient reported they were hospitalized after experiencing shortness of breath. A computed tomography (CT) scan showed a blood clot covering the watchman device and down into their left atrium. The patient was treated with warfarin and was hospitalized for 12 days. No additional information is known at this time.